Event description:
The facility reported a pump with failure code 538:320. It is unknown when this failure code occurred. There was no pt injuryor medical intevention necessary according to the hosp rep. No add'l info is available.